Manufacturer narrative:
(B)(4). The field service engineer (fse) verified the malfunction and replaced the exhalation valve. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Customer reported that an 840 ventilator had a severe occlusion alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). (Describe event) information should read: customer reported that the 980 ventilator had a severe occlusion alarm while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.